Manufacturer narrative:
Other cartridge lot number used was m000823, lot number was unable to fit in section d.

Event description:
Received information stating patient experienced pigtail separations. It is unknown which lot numbers were being used at the time of event. No patient harm reported.